Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. There was no angulation or kinks noticed in the delivery system. The device had no visible abnormalities and deployed normally when it was tested prior to implant. It was noted prior to the procedure that the patient had a long length between the intersection of the septum primum and septum secundum, a septal aneurysm, and their heart amplitude was large. During the procedure, the occluder had a morphological problem and deployed poorly. The disk on the right atrial (ra) side appeared as if it was being pulled. The device was not released from the delivery cable while inside the patient. A replacement 30-25mm amplatzer talisman pfo occluder was then implanted successfully using the same 9f delivery sheath. There were no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but the patient's anatomy may have contributed to the reported device deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. There were two complaints associated with any other devices, including the current device on material deformation from lot 8283210. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.

Event description:
N/a.